Event description:
It was reported that during preparation device cylinders were not able to deflate at an equal rate. One cylinder was having a really difficult time deflating when we were attempting to prep the device to go into patient. The procedure was completed using an alternate device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection and leakage test. The pump also passed visual inspection; however, upon leakage evaluation, it was observed that fluid did not pass through the second cylinder's kink resistant tubing (krt) at the same rate as it did through the first cylinder's krt. Additionally, the pump did not pass deflation testing during the functional examination. Based on the available information and analysis results, the issue was attributed to over-insertion of the krt into the pump block during manufacturing. Updated operator of device d5.

Event description:
It was reported that during preparation device cylinders were not able to deflate at an equal rate. One cylinder was having a really difficult time deflating when we were attempting to prep the device to go into patient. The procedure was completed using an alternate device. There were no patient complications reported.